Event description:
It was reported that a spectrum infusion pump had a constant "air-in-line" alarm. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval could not reproduce the reported symptom "constant 'air-in-line' alarms". Review of the event history log confirmed the reported symptom. The eval found that the upper reading on the ultrasonic sensor with a fluid filled tube to be low. With low ultrasonic readings, the pump is more sensitive to false "air-in-line" alarms. The ultrasonic sensor was replaced.